Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission noted that the pacemaker exhibited far r oversensing resulting in inappropriate mode switch. Programming changes were suggested; no changes or intervention was reported. The patient was in stable condition.